Event description:
A customer reported unexpected negative reactions with the abid assay on the galileo. Antibodies, including anti-e, anti-jka, anti-jkb, anti-k, and anti-d were non-reactve with some antigen postive cells.

Manufacturer narrative:
An automatic camera adjustment was performed on the instrument. The instrument performed as expected following the adjustment. The presence of the e and jka antigens on capture-r ready-ID (crrid), lot id084 were verified through lot release records. The complaint was received after the product expired. The presence of the d, e, k, and jka antigens were confirmed on retention crrid, lot id086. The presence of the k, jka, and jkb antigens were confirmed on retention crrid, lot id087.